Manufacturer narrative:
The patient was treated with antibiotics and had the sensor removed on (B)(6) 2019. As of june 18, 2019 the patient reported that she completed the antibiotics on (B)(6) 2019 and was doing well.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted. The patient was treated with antibiotics at the emergency room and subsequently opted to have the sensor removed.